Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went onsite to perform a checkout of the system and had no issues tracking instruments. The rep was unable to test in the or, however. The rep noted that the camera lenses were clean, and the instruments were tested with new spheres. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the site had issues with the camera seeing the imaging system tracker and multiple instruments. The site changed the spheres of the instruments twice and lowered the camera position with no improvement in the intermittent/flickering tracking. The site stated that they found a camera position that seemed more stable but still had intermittent tracking. They proceeded with the case after that. It was noted that the site has had no previous issues with the operating room (or) lights affecting their medtronic navigation systems. There was a surgical delay of 30 minutes due to this issue, and there was no impact on patient outcome. A medtronic representative (rep) went onsite to perform a checkout of the system and had no issues tracking instruments. The rep was unable to test in the or, however. The rep noted that the camera lenses were clean, and the instruments were tested with new spheres. The rep also reported that the system had been used in additional cases in the or with normal tracking. It was stated that the original complaint may have been an environmental anomaly.